Event description:
In june 2006 the lay user/reporter (patient's son) contacted lifescan alleging that the patient was admitted to the hospital because the one touch fast take was displaying a message indicating high temperature. The medical affairs specialist (mas) spoke with the patient one day later to obtain/verify the following information. The patient had been testing 1-2 times daily until fifteen days earlier when the meter stopped working because of the meter message that lasted for five days. Although the patient was unable to obtain a meter reading, he took his insulin as usual. The patient developed symptoms of feeling unwell with high blood glucose symptoms and with high blood pressure and was unsuccessful in obtaining meter readings. Around five days later the patient was admitted to the hospital with a blood glucose level of "600 mg/dl" and is still currently at the hospital where he is being treated for high blood glucose levels and high blood pressure. Initially, it was reported that the meter was outside the acceptable temperature range, however, the reporter clarified that the meter was not outside the acceptable temperature range. This complaint is being reported because the patient was unable to test, developed symptoms of high blood glucose levels, and was admitted to the hospital for hyperglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.